Event description:
Reportable based on device analysis completed on 16jun2022. It was reported that the synergy was unable to cross the lesion. A 4.00 x 32 synergy ii des drug-eluting stent was advanced for treatment but failed to cross the lesion. A second 4.00 x 38 synergy ii des drug-eluting stent and third stent attempted to cross the lesion without success. The guide, guidewire and stent were withdrawn simultaneously. The procedure was completed with a non boston scientific device. No patient complications resulted in relation to this event. However, device analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluated by MFR: a 4.00 x 38mm synergy stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts lifted at the proximal and mid section. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.